Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low and high blood glucose levels. Customer's blood glucose level went as low as 40 mg/dl and as high as 400 mg/dl. Customer advised their fluctuating blood glucose levels were a result of wrong eating habits. Customer advised they had a situation where the site pulled out and they did not receive insulin for about 4 hours. Customer treated themselves with a manual injection and it took about a day and a half to have numbers come back down.